Event description:
During a routine shift check by a clinician, the internal handles would not function. There are no details of the malfunction. Complainant indicated that there was no patient involvement in the reported malfunction.